Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the heart failure coordinator that the pt had been transplanted the previous day. At the time of transplant, fibrin thrombus strings were seen on the stators of the lvad pump. The concern was there did not appear to be diagnostics on the log files or history that would suggest power fluctuations, which could potentially cause a problem. The pt had been experiencing episodes of the left ventricle not unloading which required speed increases until they ceased to improve flow. The center reported that samples of the thrombus strands were being sent out to a lab for analysis.